Event description:
On (B)(6) 2009, the patient underwent endovascular repair of a saccular abdominal aortic aneurysm using gore excluder aaa endoprostheses (pxt231416/06498965, pxc141400/06459773). Any endoleak and/or other adverse events were not revealed to the patient after the procedure. On (B)(6) 2009, at the one-month follow-up, no adverse events were discovered. The aneurysmal diameter was 26 mm. On (B)(6) 2009, at the six-month follow-up, the aneurysmal had enlarged to 32 mm, however, no endoleak was revealed. A wait-and-watch approach was taken. On (B)(6) 2010, at the one-year follow-up, the aneurysm measured 27 mm and no endoleak was revealed. No further information was revealed to gore.

Manufacturer narrative:
Additional manufacturer narrative-the review of the manufacturing paperwork verified that this lot met all pre-release specifications.